Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. However, the side of the cartridge split during the insertion process. Reportedly, the iol was implanted successfully with no patient issues. No complications such as vitrectomy, sutures, or incision enlargement. Only the cartridge is available for return. The doctor clarified that the cartridge cracked on the side. It is a hairline crack, but she can see it. When the doctor starts to inject the lens that¿s when the side of the cartridge cracks. The cartridge was returned. However, when the complaint preloaded simplicity cartridge was received it showed the cartridge tip was slightly deformed. Because the tip was deformed and it was initially reported that the device had patient contact then this case has been updated to a reportable event and the aware date is the pi completion date april 01, 2026.

Manufacturer narrative:
Additional information section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: not applicable as the device was not explanted. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was not received. However, the complaint preloaded device simplicity, was visually inspected revealing that the plunger rod was fully advanced. The cartridge tip was observed to be slightly deformed. Ovd was observed inside the cartridge. The lens module and plunger rod were inspected and no issues were identified. Plunger rod advancement was inspected and no issues were identified. No lens was received for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Follow-up was performed. To date, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.